Event description:
A malfunction occurred on a customer's pump, with malfunction code 12 reported, but no notable events occurred prior to the malfunction. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact to the blood glucose level. The customer began using a backup pump and was advised to use manual injections to ensure continuous insulin delivery. Technical support arranged for a replacement pump with updated software to be sent to the customer, who received instructions for returning the faulty pump to tandem and acknowledged the necessary steps.